Event description:
It was reported that the injector system's flow rate was set for 1.6cc/sec, with a total injection volume of 100 ml non-ionic contrast. During a demonstration of the unit an extravasation occurred in the left antecubital area that the eda system failed to pause and detect. The patient was treated with warm compresses and the facility provided an instruction sheet on site and the patient's arm was slightly flabby. The technician did not notice that an extravasation had occurred until approximately 40cc's of contrast was infiltrated.